Manufacturer narrative:
The reported adverse event is associated with a product that was not returned, or was not made available for analysis. The manufacturer investigation was based on the available clinical information. The reported issue is a known medical complication and no specific device analysis is deemed necessary at this time. Implant loss is a known complication with baha implants, and can occur at any time point following implantation. Known reasons for implant loss include lack of adequate bone quality/quantity, trauma, infection, generalised diseases and surgical complication. The report frequency for these complications is being monitored under cbas complaint and MDR data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. There are no indications that a product failure has contributed to the reported issue. (B)(4).

Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2017, six weeks post operatively. There are plans to reimplant the patient at a later date.